Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 0.4ml unspecified filler in nasal bridge via tip of nose. Three day later, patient experienced pain around the eye. Four days later, patient experienced redness and skin ischemia. Patient was diagnosed with artery occlusion. Patient was treated with pred forte and 4ml hyalase® in nasal and forehead region. Loss of vision persisted.